Event description:
Additional information was received that it was unknown whether the gradient increased in result of the under expansion. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0011966443); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0011939309); product type: 0195-heart valves; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, there were advanced calcification lesions in the native valve leaflets, as well as calcifications from the valve ring to the left ventricular outflow tract (lvot). Pre-implant balloon aortic valvuloplasty (bav) was therefore performed using a trival 16mm balloon. A defective expansion of the valve occurred at the point of no recapture and the timer was applied for 5 minutes, but the expansion of the frame did not change. There was concern on the inability to recover the delivery catheter system (dcs) nose cone after release, so a recapture was performed and the dcs and valve were removed from the body. Afterwards, as an additional treatment, a second pre-implant bav was performed using an inoue 18mm balloon. A new valve was deployed successfully, with no expansion failure at the point of no recapture. The calcification leading from the valve ring to the lvot caused a moderate level of paravalvular leak (pvl) to occur, therefore a post-implant bav was performed with a z-med 22mm balloon. The final pvl was reduced to mild, and the procedure was completed. No adverse patient effects were reported.